Event description:
Boston scientific received information that during routine replacement of another manufacturer's device, a possible output circuit damage message was observed following delivery of a 20 joule shock during defibrillation threshold (dft) testing and this chronic implantable defibrillation lead exhibited low out of range shock impedance measurements less than 10 ohms. It was reported that the device was unable to provide any additional therapy and the patient was externally rescued.

Manufacturer narrative:
This lead was surgically abandoned and a new device and lead were implanted. The return of this product is not expected at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.